Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not allowing customer to deliver a bolus over 25 units. Additionally, customer reported that the pump did not display a max bolus alert. There was no reported impact to customer's blood glucose level. Pump data review by tandem technical support showed that the customer did not request any bolus over 25 units; however, the customer was unsure of the exact date of the event. Reportedly, customer continued to use the pump for insulin therapy.